Manufacturer narrative:
Block h6 imdrf device code a020602 captures the reportable event of "distal tip gold component missing".

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an unknown procedure performed on an unknown date. During preparation, when the needle was intended to be extended, it was noted that the needle was missing from the device. Another device from the same model was used to complete the procedure. There were no patient complications reported as a result of this event.